Manufacturer narrative:
Investigational summary: review of qc documents show that product performed as expected. No false positives observed during product qualification. No further investigation performed due to lack of information provided by customer. No response from customer after multiple attempts.

Event description:
False positive: report of false positives with lyra direct sars.